Event description:
It was reported that upon preparation for a percutaneous coronary interventional (pci) procedure, a guide wire fracture occurred. While maintaining constant flush and providing continuous movement, the rotablator rotalink 1.5mm burr with an inserted 325cm rotawire was being tested for rotational platform speed, however, the rotawire broke at an unspecified location. It was noted that the physician did not allow the burr to come into contact with the guide wire. The procedure was completed with another of the same rotawire and the same rotalink 1.5mm burr. The patient's status is reported as "no problem".